Event description:
On 07/13/2006, study enrollment form received from clinical stating high thresholds on ventricular lead, lead revised. Oos received 07/13/2006 with explant date and replacement lead information dated 2005. Review of clinical studies showed that this did not have an MDR report.